Manufacturer narrative:
Cont. Phone number: (B)(6). ; patient date of birth:(B)(6). ; (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photographs identified: red particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade I.

Event description:
Physician reported capsular contracture baker grade I and seroma on the right side diagnosed by an ultrasound and palpation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and red particles material was found on the shell. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: -no issues found related with the manufacturing.

Event description:
Physician reported capsular contracture baker grade I and seroma on the right side diagnosed by an ultrasound and palpation. The device has been explanted.